Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the customer's pump suspended insulin during the night. Customer's blood glucose was approximately 200 mg/dl. Contact verified pump history that a basal iq suspension and resume insulin occurred; however, contact was concerned there may have been an occlusion. Contact verified that no issue was observed with the pump or supplies and no occlusion alarm was found in pump history. Although tandem technical support requested pump data be uploaded to confirm cause of insulin suspension, contact did upload pump and did not reply to follow up attempts.